Event description:
It was reported that pt had his device removed and replaced due to pt dissatisfaction - "pain - so downsized by 1 cm".

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.